Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified right superficial femoral artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, a non bsc introducer sheath was inserted followed by a non bsc guidewire crossed the lesion. Then, the 2cm pcb was crossed the lesion and inflation was performed; however; it was noted that the balloon ruptured at 3atm for 15 seconds. The procedure was completed with another of the same device. There were no patient complications reported.